Event description:
Patient was here for pars plana vitrectomy, laser, silicone oil and retinal detachment. Cryotherapy was needed for the patient. The hand piece was set up and equipment began its check. Cryo probe was placed on patient's left eye to begin therapy and the cryo machine's hand piece became frozen without stepping on foot pedal. Cryo probe was stuck to patient's left eye. Balanced saline solution (bss) was applied to cryo tip to help unfreeze the hand piece. Machine was turned off and hand piece was removed from the patient's eye. Patient received gonak 2.5% topical 1 ml after the procedure. Procedure completed successfully and the patient was transferred to the recovery room in stable condition after the procedure.